Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient lost their balance and fell, which was noted to be unrelated to their stimulator. It was reported that the patient saw their doctor and requested that they see a manufacturer representative (rep) to check their system. Electrode impedances were run and electrodes 5, 10 and 11 were greater than 10,000 ohms. It was indicated that the issue was resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on 2019-01-03. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was reprogrammed to get adequate coverage to resolve the patient¿s high impedances found on contact 5, 10 and 11 after they fell. It was reported that adequate coverage was achieved before the patient left the appointment. It was reported that the patient¿s doctor was informed of this and did not plan to intervene with surgery at the present time. No further complications were reported/anticipated.